Event description:
It was reported that upon the first firing and for all subsequent firings of the device the clip tips did not meet but crossed deploying an incorrect tip alignment. A second device also had the same issue. There was no pt injury. It was later reported that the devices had been fired on a small vessel. Small vessel bleeding was reported. A third device from another MFR was used to complete the case. No cholangiogram was performed on the procedure. There was no torquing or twisting of the device present at the time of firing. The clips was fully advanced into the jaws prior to firing, and a clip could be visualized in the jaws prior to firing. There were no feeding issues experienced. The clips were not fired over another clip or hard structure. This report is being filed for the first device. (B)(4).

Manufacturer narrative:
Final device eval found that the device was returned in good visual condition. Upon eval, the handle and shaft were visually acceptable. The jaw appeared to be in alignment, and the clip retainer, push fork and jaw clearance were acceptable. The device was then cycled, fed and produced the last remaining clip with proper pinch and alignment. After the last clip was fired, the locking mechanism engaged as intended. No lot number was provided, so the device history record could not be reviewed for discrepancies. As the device operated as intended during eval, no conclusion could be made as to what may have caused the reported event.